Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 122 mg/dl. Reportedly, multiple supply changes were performed to address the issues and the customer cleaned out the cartridge load area and insulin delivery was resumed.